Event description:
The customer reported a colleague infusion pump with failure code 810:11. It is unknown when the reported condition was identified. No patient injury or medical intervention was reported. Review of the device event history determined that this condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 however, no assignable cause was identified. No repairs were performed as this is a stay-in device. Review of the device event history determined that the reported condition occurred on (B)(4), 2009 and not the originally reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).